Event description:
The customer reported low blood glucose. The customer stated that the pramedics treated her bgs and she does not remember the most recent sugar level. Customer is currently hospitalized and is being treated in addition, the customer stated that she feels the pump is working properly.